Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: the battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment was cracked from the thread area to the case seal and below the grip pad. The battery compartment threads were damaged. Contamination was found under all the button contacts. A leak was found in the battery compartment with additional moisture inside the pump on the battery canister.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cap were damaged, and there was contamination under the button contacts. This report is made based on results of investigation completed on 16-jul-2018.